Event description:
Additional information received from the manufacturer's representative noted that this issue was addressed during a september visit with the patient. The representative saw the por (power on reset) but not an error code. The representative was able to reprogram the programmer and interrogate the device. The representative was prompted to reenter the serial number, patient information, and settings again. After he reprogrammed the device it was working and the representative had no idea what would have caused the por. The patient was able to feel stimulation and was doing well.

Event description:
It was reported that a patient was seeing a power on reset (por) condition for a couple of days. The patient¿s therapy was not working as expected. About a week later, the patient was still seeing the por. The reporter said the patient¿s healthcare professional would not touch it and believed they would need a manufacturer representative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: unknown lead, lot# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).